Event description:
It was reported that during treatment of a stenosis in the femoral artery, the tip of the delivery sys broke apart. The surgeon needed to place a second stent. The procedure included treatment of a pre-occlusive stenosis, heavily calcified lesion in the superficial femoral artery. Reportedly, due to the heavy calcification, there were difficulties crossing the lesion; however, after successful deployment, it was impossible to remove the delivery system. After several trials, the surgeon managed to remove the delivery system; upon inspection it was identified that the distal part had separated and remained inside the pt. The distal tip was blocked against the vessel wall with a balloon and another stent was implanted. There were no clinical consequences for the pt immediately post-operative.

Manufacturer narrative:
This report is being submitted, as this product is the same or similar to a device currently approved for distribution in the u.s. The delivery system has been returned. The evaluation is currently underway.